Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber broke and was observed to fire out the front of the fiber. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury".